Event description:
The primary surgery was performed on (B)(6) 2021. On (B)(6) 2022, the patient was revised due to infection, femoral component and insert were replaced with a spacer. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised all implants and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 august 2022. Lot 2105454: 15 items manufactured and released on 28-may-2021. Expiration date: 2026-may-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional involved implants batch review performed on 26 august 2022 on moto partial knee 02.18.if6.08.lm tibial insert fix s6 lm - 8mm (k162084) lot. 2103541 lot 2103541: 18 items manufactured and released on 17-may-2021. Expiration date: 2026-apr-27. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported event during the period of review.